Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons have broken strings [device breakage] . Case narrative: consumer reported via e-mail that the tampons have several broken strings and were difficult to remove. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons have broken strings [device breakage]. Consumer reported via e-mail that the tampons have several broken strings and were difficult to remove. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampons have broken strings [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampons have several broken strings and were difficult to remove. No injury reported.